Manufacturer narrative:
(B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). A (B)(4) field service representative was dispatched to the facility to investigate. The service representative was informed that the pump was restarted by the user when the event occurred and the error went away. During functional testing, the service representative was able to reproduce the reported error. The pms board and front panel were replaced to resolve the issue "tigation". Subsequent testing did not identify further issues. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by (B)(4) rep.

Event description:
(B)(4) received a report that the s3 roller pump displayed an error message during a procedure. There was no report of patient injury.